Event description:
Filter got stuck in sheath. Sheath removed and placed new filter.======================manufacturer response for option retrievable vena cava filter system, option retrievable vena cava filter system (per site reporter).======================will pick up and submit to company for evaluation.